Manufacturer narrative:
There is an instruction that states, "always place humidifier on a firm, flat, level surface. A waterproof mat or pad is recommended for use under the humidifier. Never place it on a rug or carpet, or on a finished floor that may be damaged by exposure to water and moisture." And consumer failed to perform that instruction.

Event description:
Consumer alleges his humidifier filled a bedroom with smoke and caught fire damaging a towel, carpeting, and subfloor it was sitting on. There was not a report of a serious injury with this incident.

Manufacturer narrative:
There is an instruction that states, "always place humidifier on a firm, flat, level surface. A waterproof mat or pad is recommended for use under the humidifier. Never place it on a rug or carpet, or on a finished floor that may be damaged by exposure to water and moisture." And consumer failed to perform that instruction. Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident. (B)(6).

Event description:
Consumer alleges his humidifier filled a bedroom with smoke and caught fire damaging a towel, carpeting, and subfloor it was sitting on. There was not a report of a serious injury with this incident.